Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the aquacel ag surgical dressing was applied to the patient following a caesarean section. "At day five, the dressing was attempted to be removed but it was perishing on removal and small bits of it was breaking away making it very difficult to remove." The patient described the feeling as 'torture'. It was noted that the skin irritation was described as contact. No photographs were provided.